Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 03-31-2023 the distributor reported the following additional information: the pump's data logs were reviewed and the pump's battery was confirmed to be depleting at an expected rate. The pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.